Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a restart alert associated with a motor processor communications error, after which the user disconnected and experienced hyperglycemia with a reported peak blood glucose of 274 mg/dl for approximately four hours; a replacement device was shipped, and the user transitioned to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia without ketone testing, medical intervention, or other assistance. Outcomes included the need for unplanned device replacement and use of alternative therapy. Investigation included a customer interview, device history review, and logistics review associated with return and replacement. Investigation of the returned device revealed a delivery motor communication fault consistent with a device alarm and restart behavior, aligning with previously observed motor communication issues in the delivery subsystem.